Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 500:320:844:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.